Event description:
It was reported that transbuccal trocar was used by a maxillofacial surgery team to treat a mandibular angle fracture. Upon completion of the case, sales representative observed that the transbuccal trocar's cannula was missing the pointed tip. The surgeon was made aware of the possibility of the metal being in the patient as neither the scrub nurse or the sales representative recalled seeing the instrument prior to use. The mobile x-ray team scanned the patient and determined that the fragment was not in the patient.

Event description:
It was reported that transbuccal trocar was used by a maxillofacial surgery team to treat a mandibular angle fracture. Upon completion of the case, sales representative observed that the transbuccal trocar's cannula was missing the pointed tip. The surgeon was made aware of the possibility of the metal being in the patient as neither the scrub nurse or the sales representative recalled seeing the instrument prior to use. The mobile x-ray team scanned the patient and determined that the fragment was not in the patient.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The visual investigation revealed that the tip of the cannula was broken off. The broken fragment was not returned. According to the event description the fragment did not remain in the patient which was confirmed by x-ray. Furthermore, within the sem investigation it was determined that the breakage surface showed the structure of a ductile forced rupture with secondary cracks resulting from a singular overload condition. The root cause of the broken tip of the cannula was attributed to a user related issue. No indications were found for any material, manufacturing or design related issue.